Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient¿s health care provider (hcp) kept referring them to the manufacturer. The patient spoke with their manufacturer representative on (B)(6) 2016 and was told to put it up to 2.4v or 2.5v. The patient put it up to 2.5v on (B)(6) 2016 and endured 5 days of awful pain. It didn¿t help in terms of life generating around the toilet, so the patient put it back down to 2.4v and for 2 days and it didn¿t help and now it was at 2.3v and the patient was waiting to see if they got results.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. Huge amounts of urine were coming out of the patient all day since (B)(6) 2016. These were the symptoms the device was implanted to treat. The patient's therapy was not on. Four days later, the patient got a poor communication screen at first and realized their programmer antenna was not plugged in all the way. The patient plugged in the antenna and was able to connect. The patient confirmed their implantable neurostimulator (ins) was turned on, set on program 1 at 2.3v. The indication for use for this patient was gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.